Event description:
Event was reported to caldera medical by an attorney. Legal complaint states the patient suffered discomfort during sexual intercourse, incontinence, infections and overactive bladder.